Event description:
A trilogy evo, japan ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the trilogy evo, japan device at the manufacturer's service center, a failure in which the ac power was not recognized was confirmed; therefore, the power supply was replaced. Additionally, the flow sensor and the in-line filter, prox were replaced due to dirt having been confirmed. The air inlet foam filter and particulate filter were replaced to prevent failure. The technician performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. Software version was checked (ver.1.06.10.00).